Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having problems with their insulin pump. The customer had been experiencing multiple high blood glucose. For the last 3 days out of 10 days, their blood glucose levels were high over 600 mg/dl. Their current blood glucose level was 469 mg/dl. They had removed the insulin pump and treated with manual injections. When they put the insulin pump back on, they struggled with low blood glucose levels within the range of 40 mg/dl to 56 mg/dl. Troubleshooting was performed. No issue was found with the insulin pump. However, it was found that the infusion set had a bent cannula. Troubleshooting was performed for the bent cannula. It was noted that the customer was lean. The device will not be returned for analysis.